Event description:
It was reported by the physician's office that the patient's device was found to have high impedance. There was no known trauma or damage that could have caused the high impedance per the physician's office. Device history records were reviewed for the lead and generator. All quality and functional testing were completed and passed prior to distribution for both devices. There were no recorded unresolved noncomformances. No known surgery has occurred to date. No additional relevant information has been received to date.